Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the stent identified distal stent damage. Distal stent strut rows 5-7 were pulled distally and lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the posterolateral branch of the left circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, before reaching the lesion, the device got caught in the calcification and the stent got lifted. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the posterolateral branch of the left circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, before reaching the lesion, the device got caught in the calcification and the stent got lifted. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.